Event description:
Our rep is reporting that during a knee repair, a portion of the distal tip of a vapr hook electrode broke off into the patient's joint space. They are not sure if the broken fragment was retrieved from the body, however, x-ray did not reveal any foreign matter in the body. The procedure was concluded successfully without further issue or harm to the patient. User facility discarded the complaint device.

Manufacturer narrative:
Nothing is being returned for examination, the device was disposed of by the facility. Historically, this type of failure mode has been attributed to the possibility that, instead of the device being used in the wand-like fashion, the electrode was used as a hook or prybar causing the user to apply excessive mechanical force or torque to the device, which may have precipitated or contributed to this incident. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. Outside of these hypotheses no other root cause for the device failure can be discerned. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.